Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient¿s test data indicated impedance issues. Revision surgery is under consideration.

Manufacturer narrative:
Additional information - section: b3, d6b, d9 & h6. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The explanted device was received at the company on (B)(6) 2026. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2026, the device is currently undergoing analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.